Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be good condition with no appearance of any physical damaged but was sent without battery. Event history log review was performed and found battery not working. Investigation unable to evaluate the customer reported problem due to pump was sent in without battery. According to the investigation, when the testing battery was used for pump at power up, no problem was found, the pump operated as intended. Further investigation found no physical or any other damage on the pump interconnect board. Service's replaced the pump battery per missing battery form customer. Performed pm maintenance and all functional testing passed. The problem source of the reported problem user interface.

Event description:
Information was received that this smiths medical medfusion 3500 pump experienced "smoke smell from the battery". Reported that there was no patient involvement.